Event description:
Customer's dad reported cannula came out of daughter's skin during the night and as a result her blood glucose (bg) was 350 mg/dl upon waking (specific time unk). The pod was left on until lunch time at which point the dad "tried to bolus," but her bg was "high" (>500 mg/dl) so the pod was removed. Customer's dad reported there was a "significant bend in the cannula" and "blood in the cannula near the viewing window." The pod was returned for eval.

Manufacturer narrative:
The returned pod was found to be functioning as intended. No problem was found to have occurred that would have resulted in hyperglycemia, however the lab cannot confirm if a dislodged cannula occurred. Product lot qualifications were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." In addition, the user guide warns, "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been effected. If you experience unexpected elevated blood glucose levels, change your pod."